Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported during a laser assisted cataract surgery it took three attempts to get good suction because the patient was a heavy breather and the eye was moving more than usual. The doctor stated there were tags at three and nine o'clock. The three o'clock tag separated easily but the other one resulted in a small radial tear. It did not result in a stitch or a different intraocular lens. The doctor is unsure if the laser was a contributing factor. The doctor expects the patient to be fine.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).